Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00324; 804-03-051, s110 - threads damaged/galled, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that while the surgeon was impacting the glenoid into the baseplate, the handle tip broke off inside the glenoid.